Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) was implanted, and after closing, later the same day, it was explanted due to a lead fracture, thought to have been caused by the tie down of the ligature. Due to fluid in the header, the physician elected to explant the implantable pulse generator (ipg) also.